Event description:
It was reported that the ventilator displayed an internal memory error when it was connected to a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The unit was investigated by our field service engineer. No part was exchanged. The device log revealed one alarm occurrence indicating a sw option data missing, this is a start-up alarm. When this alarm is generated the reported alarm internal memory error is also displayed on the upper left corner of the display. This generated device alarm condition will not be present during ventilation, and is therefore not affecting the safety of the patient. The recommended action is to restart the device, or re-install the software options. The device sw was reloaded and the device passed all performance and safety checks. The reported device was returned back to clinical service.

Event description:
(B)(4).